Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1392 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient needed chemotherapy due to the recurrence of breast cancer. On (B)(6) 2022, the doctor used a peripherally intubated central venous catheter kit and accessories to indwell the patient with a bard three-way valve 4fr PICC catheter in the right vein. The catheter was indwelling 32cm in the body. During the rest of the patient's chemotherapy at home, he was maintained in the PICC clinic of the local county-level hospital. On (B)(6) 2022, when we performed PICC maintenance in our department, we found that the catheter 7cm below the connector was ruptured and leaked. In view of the fact that the patient came to our hospital for the last chemotherapy, after the nurses and doctors communicated with the patient, after strict disinfection, after pulling out the PICC about 6 cm from the body, trim it about 0.5 cm below the ruptured catheter, re-fix the connector, and pull out the catheter after the last infusion of chemotherapy drugs. During the occurrence of the incident and the operation, the patient and his family members were fully explained and appeased, and no physical injury was caused to the patient.